Event description:
Customer reported via phone, he was having multiple issues with the insulin pump. Every time he attempted to rewind the device wouldn't rewind. The device would also disconnect from the sensor and wouldn't alert to notify him. The last calibration did not record in the device. He also had reoccurring no delivery alarms during bolus for a week and he continued to use the same infusion set. Last night the device suspended and was unable to get any insulin from the device. Customer's blood glucose was 460 mg/dl and he almost went into diabetic ketoacidosis. He was at dinner and started feeling ill so when he arrived home he checked his blood glucose it was in the 450 mg/dl range. When he checked the device, he noticed the device had suspended and it didn't beep or alarm to notify him. Customer also mentioned that six months ago he had been into a car accident and the hospital wouldn't allow him to wear the device. Customer is returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.